Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 58 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. Post procedure, after transfer to the intensive care unit, it was observed there was a hematoma and oozing at the impella access site. The hematoma was managed with manual pressure and a sandbag. Bleeding is a known potential adverse event of the impella cp per the instructions for use.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the access site adverse event was not determined due to insufficient clinical details.